Event description:
As reported by the edwards clinical specialist during the transcatheter aortic valve replacement (tavr) procedure post valve deployment there was a coronary occlusion of the left main coronary artery (lmca) which was attributed to the left coronary leaflet. The lmca occlusion was treated with a stent in order to restore coronary flow. In addition, post procedure when the patient was extubated it was noted she had suffered a stroke. Per additional information received, the patient is recovering from the stroke and the deficits have been relieved. Per the case summary, following a successful balloon valvuloplasty (bav), the 23mm sapien valve was inserted and positioned easily across the native aortic valve. The 23mm valve was positioned in a 60:40 position moving aortic during deployment with a final position of 90:10 aortic. Immediate hypotension followed implantation. Aortography revealed patent left coronary artery (lca) system. Echo revealed zero paravalvular leak (pvl) and zero central aortic insufficiency. Pressure continued to fall and cardio pulmonary resuscitation (CPR) was initiated. A pigtail was positioned into the ventricle and the wire was removed. A guide catheter and .014 guidewire were advanced into left anterior descending (lad) artery. The coronaries were widely patent and the patient stabilized. With removal of the guiding catheter and the guidewire the patient was intermittently unstable. Sinus arrhythmia developed requiring synchronized cardioversion. A temporary pacemaker was needed for bradycardia. It was then decided there was an intermittent lmca occlusion from the left coronary leaflet. A 4.0 x 12mm stent was placed in the left main. Intravascular ultrasound (ivus) was used pre and post stent deployment. The guiding catheter and guidewire were removed and the patient continually improved. The patient's pressure was 116/49; the temporary pacemaker was turned off but left in place for back-up. The sheath was removed and surgical closure of the right groin was performed. The patient remained intubated and was transported to the unit in stable condition. Additional information received from the edwards clinical specialist indicates, there was moderate to severe calcification in the aortic valve, aortic root, and the leaflets. The valve was initially positioned 60:40 and moved aortic during deployment; the final position for the valve was 90:10 aortic. The image intensifier angle was described as good and the coaxial alignment was described as fair.

Manufacturer narrative:
In this case a device history record (DHR) review is not required as there was no allegation of product malfunction. Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the tavr procedure, includes, but is not limited to, coronary flow obstruction/transvalvular flow disturbance and permanent or transient neurological events. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Furthermore, in the rf3 physician's training manual it is recommended that the operator perform an aortogram, CT or tee prior to thv implantation to reveal bulky calcified leaflets, calcified left main and leaflet length. During predilation, the physician is instructed to assess possible obstruction of left main or any coronary ostia from bulky leaflet calcification and consider the distance from annulus to left main to prevent left main occlusion. In this case, patient (leaflet height, calcification) and procedural factors (aortic positioning) could have caused or contributed to the coronary occlusion. There are multiple factors that could cause or contribute to a stroke. Major risk factors for tia and stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this case, although the exact cause for the stroke cannot be confirmed, in addition to the procedure itself, there are other factors that could cause or contribute to the reported events including the patient's history of heart disease and increasing age. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.